Event description:
It was reported patient underwent hip revision approximately 8 years and 5 months post implantation due to x-rays showing a fracture of the ceramic liner (ceramic chips). Upon evaluation of this device, it was found that the head was completely worn on the articulating side. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: report source the netherlands. The biolox head, the biolox liner and the allofit shell were returned for investigation . The anchoring surface of the shell shows some slight damages most likely from the revision surgery, as well as some bone ongrowth. The inner surface of the shell and the rim show some scratches and dents also most likely from the revision surgery. Metallic transfers are visible on the back side of the liner . It can be observed that the seating pattern is asymmetric. The rim of the liner is fractured and some part is missing. The articulating surface adjacent to the fracture is worn to the point that the thickness of the wall is diminished. Further, the articulating surface shows several metal transfers. The articulating surface of the head exhibits wear and pitting. Other than that, the head shows metallic transfers and the typical seating pattern of the stem taper. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. No medical records were provided but the available product experience report and correspondence were reviewed. The patient was implanted with a hip system in (B)(6) 2014. Subsequently, the patient complained of a grinding feeling in the hip, despite no trauma or accident was reported. For this reason, the patient had and x-ray examination that revealed the presence of ceramic particles; therefore, the patient underwent revision surgery on (B)(6) 2022. According to correspondence, during revision procedure ceramic particles were found in the hip and removed; the shell, the head and the liner were explanted, while the stem was retained because considered in good condition. Two radiographs of the right hip were provided, one ap and a lateral view. As the radiographs are undated, it is not possible to correlate the images with the reported event and they do not provide any additional information to the investigation. A total of three intraoperative pictures were received and reviewed during investigation. The first picture provides an overview of the right hip with the shell and liner in situ; however, due to the poor quality of the picture, further assessment is not possible. The other pictures show the liner, the shell and the head after explantation, but do not provide any additional information respect to the assessment already performed in the device examination section. The visual examination revealed that a fracture of the liner can be confirmed. Additionally, the product evaluation shows wear of the articulating surfaces to a point where the wall thickness of liner is diminished, and the head shows significant pitting. Further an asymmetric seating pattern found on the taper of the liner could point to a possible misalignment of the liner within the shell before or during impaction. It can be assumed that the observed issues, including a possible misalignment of the liner in the shell, the fracture of the liner, and the wear on both the liner and the head, are interconnected. However, the exact sequence and causative relationship among these factors cannot be definitively determined. Despite the uncertainty regarding the chronological onset of these issue, it is most likely that they collectively led to the revision surgery for the patient. In conclusion, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.